Event description:
The customer reported that he was hospitalized for diabetic ketoacidosis on (B)(6), 2010 and (B)(6), 2010. The customer stated that he was nauseous, and his blood glucose reading was 566 mg/dl. The customer was uncomfortable with the insulin pump due to hospitalizations and wanted it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.